Event description:
Patient craig frederick received implant (rflt rapid ra4310c reflect rapid fixture ø4.3mm x 10 l) on (B)(6) 2022, experienced failure to integrate and loss of integration and had the implant removed on (B)(6) 2022, x-rays were provided. An implant replecement was sent to dr. Andrew glenn on (B)(6) 2022.